Manufacturer narrative:
The device remains in service. It was reported that the remaining longevity appeared to decrease by about 5 months over the past week. The replacement procedure was scheduled. This report will be updated when additional information is received.

Event description:
Boston scientific received information that during a routine device follow-up, this pacemaker showed a remaining longevity of only 1.5 years. At the previous check a year ago, the remaining longevity was eight years. There was no significant change in the programmed settings or therapy usage. Premature battery depletion was suspected. The patient was scheduled to return to the clinic the following week to have a copy of the device memory saved to a disk and submitted for technical services review. The device data showed the power consumption had been steadily increasing over the past year. This was abnormal behavior and was the cause for the premature battery depletion. The exact reason cannot be determined with device data, but it appeared consistent with an internal component issue. Device replacement was recommended within a 28 day timeframe. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when additional information is received.

Event description:
Two weeks later the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.